Event description:
Related manufacturer report number: 2017865-2023-37103; 2017865-2023-37106 during an in clinic follow up, the device, right ventricular (rv) and right atrial (ra) leads were found to be infected. The device, ra and rv leads were explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. The reported event will continue to be monitored and trended.